Event description:
Possible broken sensor wire. Clinical education specialist removed the wire. Both removed segments discarded by patient.

Manufacturer narrative:
Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.